Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case involves a (B)(6) male patient who received synvisc one and later developed injection site pseudo septic arthritis in the joint of left knee, injection site infection with staphylococcus hominis, injection site effusion/ injection site puncture and showed a presence of white blood cells in cluster. Patient had received several previous unspecified number of synvisc one injections in joints of knee in the past and the tolerance was not reported. Relevant medical history, concomitant medications or concurrent conditions was reported. On (B)(6) 2015, the patient received treatment with bilateral intra-articular synvisc one injection at a dose of 6 ml, once (batch / lot number: (B)(4) and expiration date: aug-2016) in joint of the knee for joint of the knee disease (unspecified). On (B)(6) 2015 (after receiving the injection), the patient developed injection site pseudo septic arthritis in the joint of left knee and consulted again the physician who practiced a puncture of the effusion at injection site. On (B)(6) 2015 the patient went to a hospital without the advice of his physician and was hospitalized. On an unknown date in (B)(6) 2015, two punctures were performed: the first one was sterile and revealed the presence of white blood cells in cluster. The second one performed a few days later revealed the presence of staphylococcus hominis. According to the physician this second positive results could be due to a contamination of the sample of synovial fluid during the second puncture nevertheless there was no certitude with regards to the origin of this contamination. The patient received a treatment with amoxicillin/clavulanic acid (augmentin) for 7 days. On (B)(6) 2015, the patient was discharged from the hospital and received a treatment with diclofenac sodium (voltarene). The patient has recovered at the time of this report. Corrective treatment: amoxicillin/clavulanic acid (augmentin) for the event of injection site infection with staphylococcus hominis and puncture and diclofenac sodium (voltarene) for the event of injection site pseudoseptic arthritis, not reported for presence of white blood cells in cluster. Outcome: unknown for the event of presence of white blood cells in cluster and recovered for the rest of the events. (B)(4) the production and quality control documentation for lot # v1305a1, with expiration date (08/2016) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # v1305a1, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: inpatient hospitalization/ prolongation of hospitalization for the events of injection site infection with staphylococcus hominis, injection site pseudoseptic arthritis and injection site effusion/ injection site puncture. Imputability:c2s2b3 for the events of injection site pseudo septic arthritis in the joint of left knee and injection site effusion/ injection site puncture, c1s2b3 for the event of injection site infection with staphylococcus hominis. Additional information was received on 09-sep-2015. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 09-sep-2015: follow up information received, does not change previous case assessment. Sanofi company comment dated 7-sep-2015: this initial case concerns a (B)(6) patient who received treatment with synvisc one and was later hospitalized due to staphylococcal infection at injection site. A significant temporal relationship can be established and causal role of suspect cannot be excluded in occurence of the event. However, lack of detailed information about medical history, concurrent conditions and concomitant medication, risk factors precludes a comprehensive assessment in this case.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case involves a (B)(6) male patient who received synvisc one and later developed injection site pseudo septic arthritis in the joint of left knee, injection site infection with staphylococcus hominis, injection site effusion/ injection site puncture and showed a presence of white blood cells in cluster. Patient had received several previous unspecified number of synvisc one injections in joints of knee in the past and the tolerance was not reported. Relevant medical history, concomitant medications or concurrent conditions was reported. On (B)(6) 2015, the patient received treatment with bilateral intra-articular synvisc one injection at a dose of 6 ml, once (batch / lot number: v1305a1 and expiration date: aug-2016) in joint of the knee for joint of the knee disease (unspecified). On (B)(6) 2015 (after receiving the injection), the patient developed injection site pseudo septic arthritis in the joint of left knee and consulted again the physician who practiced a puncture of the effusion at injection site. On (B)(6) 2015 the patient went to a hospital without the advice of his physician and was hospitalized. On an unknown date in (B)(6) 2015, two punctures were performed: the first one was sterile and revealed the presence of white blood cells in cluster. The second one performed a few days later revealed the presence of (B)(6). According to the physician this second positive results could be due to a contamination of the sample of synovial fluid during the second puncture. Nevertheless there was no certitude with regards to the origin of this contamination. The patient received a treatment with amoxicillin/clavulanic acid (augmentin) for 7 days. On (B)(6) 2015, the patient was discharged from the hospital and received a treatment with diclofenac sodium (voltarene). The patient has recovered at the time of this report. Corrective treatment: amoxicillin/clavulanic acid (augmentin) for the event of injection site infection with (B)(6) and puncture and diclofenac sodium (voltarene) for the event of injection site pseudoseptic arthritis, not reported for presence of white blood cells in cluster. Outcome: unknown for the event of presence of white blood cells in cluster and recovered for the rest of the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: inpatient hospitalization/ prolongation of hospitalization for the events of injection site infection with (B)(6), injection site pseudoseptic arthritis and injection site effusion/ injection site puncture. Imputability: (B)(4) for the events of injection site pseudo septic arthritis in the joint of left knee and injection site effusion/ injection site puncture, (B)(4) for the event of injection site infection with (B)(6). Pharmacovigilance comment: (B)(4) company comment dated (B)(6) 2015: this initial case concerns a (B)(6) patient who received treatment with synvisc one and was later hospitalized due to staphylococcal infection at injection site. A significant temporal relationship can be established and causal role of suspect cannot be excluded in occurence of the event. However, lack of detailed information about medical history, concurrent conditions and concomitant medication, risk factors precludes a comprehensive assessment in this case.

Event description:
This unsolicited device case from (B)(6) was received on 07-sep-2015 from a physician. This case involves a (B)(6) year old male patient who received synvisc one and later developed injection site pseudo septic arthritis, injection site infection with staphylococcus hominis and showed a presence of white blood cells in cluster. The medical history of the patient included degenerative and traumatic knee arthritis previously treated with non-steroidal anti-inflammatory drugs nos. It was reported that for 3 years, the patient received one injection of synvisc one every year. The tolerance was good. Relevant concomitant medications or concurrent conditions were not reported. On (B)(6) 2015, the patient received treatment with bilateral intra-articular (lateral external sus patella) synvisc one injection at a dose of 6 ml, once (batch / lot number: v1305a1 and expiration date: aug- 2016) in joint of the knee for degenerative and traumatic knee arthritis. It was reported that before the injection a puncture was performed with a green needle and the synvisc one was at room temperatures. It was unknown if the patient had physical activity after the injection. On (B)(6) 2015 (after receiving the injection), within less than 24 hours, the patient developed injection site reaction: injection site pseudo septic arthritis (with the following symptoms injection site effusion and injection site pain) in the joint of left knee and consulted again the physician who practiced a puncture of the effusion at injection site on the same day. It was reported that 85 ml of liquid were removed. It was yellow of inflammatory type, sterile and contained 20 g white cells/l of which 93% were polynuclears. It was reported that application of ice was done on the knee. On (B)(6) 2015 the patient went to a hospital emergency unit without the advice of his physician and was hospitalized. It was reported that from (B)(6) 2015, the patient was again hospitalized. During this hospitalization, on (B)(6) 2015, an arthroscopy and a washing out of the joint were performed. It was reported that bacteriology testing of the liquid was negative. On an unknown date in (B)(6) 2015, two punctures were performed: the first one was sterile and revealed the presence of white blood cells in cluster. The second puncture was performed a few days later revealed the presence of staphylococcus hominis. According to the physician this second positive results could be due to a contamination of the sample of synovial fluid during the second puncture. Nevertheless there was no certitude with regards to the origin of this contamination. The patient received a treatment with amoxicillin/clavulanic acid (augmentin) for 7 days. On (B)(6) 2015, the patient was discharged from the hospital and received a treatment with diclofenac sodium (voltarene) at a dose of 50 mg, three times a day. On an unknown date in (B)(6) 2015, the patient started corrective treatment with etoricoxib (arcoxia) at a daily dose of 90 mg, for 24 days. The patient has recovered at the time of this report. Corrective treatment: amoxicillin/clavulanic acid (augmentin) for the event of injection site infection with staphylococcus hominis and puncture , diclofenac sodium (voltarene), ice, etoricoxib, arthroscopy, washing out for the event of injection site pseudoseptic arthritis and not reported for presence of white blood cells in cluster. Outcome: unknown for the event of presence of white blood cells in cluster and recovered for the rest of the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(6) the production and quality control documentation for lot # v1305a1, with expiration date (08/2016) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # v1305a1, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: inpatient hospitalization/ prolongation of hospitalization for the events of injection site infection with staphylococcus hominis, inpatient hospitalization/ prolongation of hospitalization and required intervention for injection site pseudoseptic arthritis imputability: (B)(4) for the events of injection site pseudo septic arthritis, (B)(4) for the event of injection site infection with staphylococcus hominis. Additional information was received on 09-sep-2015. Global ptc number and results were added. Text was amended accordingly. Additional information was received on 14-dec-2015. The event of injection site effusion/ injection site puncture was captures as the symptom of the event injection site pseudoseptic arthritis. Medical history of the patient was added. Information regarding past drugs was updated. Indication of synvisc one was updated from, joint of the knee for joint of the knee disease (nos) to degenerative and traumatic knee arthritis. Information regarding tolerance of the past drug was added. (B)(4) imputability for the event injection site infection with staphylococcus hominis was updated from (B)(4) to (B)(4). Laboratory tests were added. Corrective treatment consisting of ice, arthroscopy, washing out and etoricoxib was added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2015: follow up information received, does not change previous case assessment. Sanofi company comment dated 7-sep-2015: this initial case concerns a (B)(6) years old patient who received treatment with synvisc one and was later hospitalized due to staphylococcal infection at injection site. A significant temporal relationship can be established and causal role of suspect cannot be excluded in occurrence of the event. However, lack of detailed information about medical history, concurrent conditions and concomitant medication, risk factors precludes a comprehensive assessment in this case.